Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The occlusions were resolved by either performing an infusion set change or resuming insulin deliveries without the need to change any pump supplies. Customer experienced an elevated blood glucose (bg) level over 500 mg/dl and trace amounts of ketones. Bg level was addressed by administering manual injections and performing infusion set changes. Ketones were addressed by consuming water.